Event description:
It was reported that the patient was in the emergency room and the night before, the patient received three shock therapies from the device. A remote express monitor was used to interrogate the device but was unable to make communication. The yellow lights on the remote express monitor would blink, but there were no green lights to indicate communication. The clinician questioned why the remote telemetry via remote express was not working. The device was not responding to the remote monitor. A follow up attempt to acquire further information from the patient¿s healthcare provider yielded no information. The monitor express and device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed with no anomalies found.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.